Manufacturer narrative:
Follow up #1 06/15/2017 device evaluation: the device has been returned to animas and evaluated on 05/16/2017 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A force test was performed with no issues or failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 373 mg/dl with symptoms of a headache and fatigue. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were air bubbles found in the cartridge. There was no indicated occurrence of improper use of the device. The alleged air bubbles in the cartridge were not found prior to use. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of air bubbles in the cartridge.